Manufacturer narrative:
Medwatch sent to FDA on: 07/18/2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hematoma, infection, parotid inflammation, allergic reaction, bruising, bleeding at injection site, sensitivity/pain/tenderness, hardness/induration, tingling sensation, swelling, erythema, fluctuance, possible loculations, purulent drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported immediately after injection on (B)(6) 2014 with 1 syringe of juvederm voluma xc in the right cheek, the patient developed bleeding and a "moderate bruise mid right cheek". During a follow up appointment on (B)(6) 2014, the patient was fine and "everything looked great: at the time of injection the patient was being treated for rosacea with doxycycline. On (B)(6) 2014 the patient presented to the injecting healthcare professional with right cheek swelling, sensitivity/pain, hardness, and a "5cm mass". The patient was prescribed bactrim ds, aleve, and told to ice the area. On (B)(6) 2014, the patient informed the healthcare professional they did not use the ice because the area was too tender. Additionally the patient noticed a tingling sensation but also some improvement in symptoms including decreased redness. The healthcare professional observed the mass had reduced in size to 3.5cm. On (B)(6) 2014, the mass was observed to have decreased is size to 3cm. The "hematoma proceeded to get infected" and the patient was instructed to discontinue therapy with the doxycycline to reduce risk of continued infection. The healthcare professional considered the following etiologies of symptoms: "hematoma vs infection vs parotid inflammation, allergic reaction to voluma". On (B)(6) 2014, the right side of the face was red, swollen, and painful; fluctuance was noted. Incision and drainage was performed to probe and break and possible loculations; a "large amount [of] purulent drainage" was noted. On (B)(6) 2014, the healthcare professional noted decreasing erythema, edema, and minimal fluctuance. Warm compresses were applied and additional drainage of the mass was minimal and bloody. The patient was observed to be much improved on (B)(6) 2014; the erythema, fluctuance, and induration resolved. Manual expression of drainage at the symptom site was performed on (B)(6) 2014; only a small amount of blood drainage was expressed. No pus was evident; a 1/2 cm incision was noted. Patient did not complain of any discomfort. On (B)(6) 2014, the patient stated they were "back to baseline", the healthcare professional observed no evidence of injection and the incision was minimal. The patient was instructed to apply biocomeum plus twice a day and call if any changes were noted.